Manufacturer narrative:
While gathering additional details to the century related incident (please refer to medwatch report number 3007420694-2022-00170 which explains the century incident), arjo was notified that the patient fell from the alenti bath chair onto the caregiver. The patient did not sustain an injury, the caregiver sustained unknown minor injuries. The customer stated that the alenti bath chair moved, causing the patient to fall onto the caregiver. The resident¿s fall occurred while the caregiver was assisting the resident to get out of the alenti bath chair. It was indicated that the alenti back wheel moved despite of engaged brakes over the drain spout in the floor as the floor slopes down in this place. An arjo technician who attempted to obtain more details on the reported alenti incident, stated that the floor in the customer's facility was uneven. Following collected information received from the facility, after the event, the customer took an action to have the floor signs installed around the uneven spot on the floor. Despite many attempts, more details regarding the event were not disclosed by the customer and it was not possible to inspect the involved alenti bath chair. Based on the above, arjo concluded that the resident fall could be a result of the alenti unexpected movement due to the floor being slopped. The alenti instruction for use (IFU) states: "to avoid the device from tipping and the patient from falling, do not use the equipment on floor with recessed drains, holes or slopes exceeding a ratio of 1:50 (1.15°).¿ in summary, according to the gathered information, the alenti bath chair was being used for resident¿s transfer when the event occurred and in that way contributed to the event. The device moved unintended and from that perspective it failed to meet its performance specification. The complaint decided to be reportable due to the resident¿s fall reported.

Manufacturer narrative:
Based on the information received from an arjo technician who attempted to obtain more details, it is known that the floor in the customer's facility is uneven. According to the collected information received from the facility, the alenti bath chair moves with brakes engaged over the drain spout in the floor as the floor slopes down in this place. The facility took an action to have the floor signs installed where the floor slopes down. Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
Arjo became aware of an event with an alenti bath chair. The facility staff indicated that a resident was on the alenti bath chair and a caregiver was assisting the resident to get out of the bath chair. At this moment the back wheel of the alenti moved causing the resident to fall onto the caregiver. The brakes were engaged. It was also indicated that a century bath came off ("bumped out of") the bracket. Despite many attempts, the circumstances under which the event occurred were not disclosed by the customer. There were no reported injuries to the resident and unknown minor injuries to the caregiver. The century bath event is not the subject of this report and was evaluated under report 3007420694-2022-00170. This report is related to the alenti event reported.